Manufacturer narrative:
The section on contraindications in the instruction for use states "the retrograde approach is contraindicated because of risk of entrapping the lasso in the left ventricle or valvular apparatus. The lasso is not recommended for use in the ventricles."

Event description:
Event occurred while advancing the catheter from the right superior pulmonary vein to the left inferior pulmonary vein during a procedure. The catheter tip dropped into the left atrium and got stuck at the chordea tendineae of the left atrium. The physician tried to remove the catheter tip using the sheath covering the catheter, and also by rotating the product in the sheath; however failed to remove the catheter tip. Therefore a surgical procedure was performed. The device was completely removed. The prognosis was satisfactory and patient had fully recovered.